Manufacturer narrative:
Additional mdrs associated with this event: MDR 3025141-2014-00046: plate, MDR 3025141-2014-00047: screw 1, MDR 3025141-2014-00048: screw 2, MDR 3025141-2014-00049: screw 3, MDR 3025141-2014-00050: screw 4, MDR 3025141-2014-00051: screw 5, MDR 3025141-2014-00052: screw 6, MDR 3025141-2014-00054: screw 8.

Event description:
A (B)(6) female pt had a dorsal distal radius osteotomy performed and had a distal radius plate implanted. Post operatively, the plate broke. The plate and eight screws were explanted.